Event description:
The rn reported that the new IV catheter was difficult to insert as the rn could not pull back to readjust angle of IV because the catheter hub is difficult to hold while also pulling needle back together. The rn had to pull out entire catheter and stick our pediatric patient again. Old IV or another brand was used without any difficulty. The IV catheter's size and lot # are unknown. Repeated IV sticks concern pain to the patient.